Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to blood glucose level of above 600 mg/dl. The customer was treated with intravenous saline and insulin to resolve the issue. The customer was discharged on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.